Event description:
It was reported by the independent repair center statement that the unit is alarming or red light. The key failure is the 4 way valve is not shifting. Additional malfunction is the clamp was installed. No patient injury alleged, no additional information provided.